Manufacturer narrative:
Age at time of event: 18 years or older (B)(4).

Event description:
It was reported that balloon rupture occurred. The 50% stenosed target lesion was located in the proximal right coronary artery. A 3.00mm x 12mm nc emerge® balloon catheter was advanced for dilatation. However, during the eighth inflation at 12 atmospheres, the balloon ruptured. The device was completely removed from the patient and the procedure was completed with another 3.00mm x 12mm nc emerge® balloon catheter. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Device evaluated by MFR., eval summary attached, method codes, result codes, conclusion codes updated. Device evaluated by MFR.: returned product consisted of an nc emerge balloon catheter. The balloon was loosely folded with blood in the inflation lumen and balloon. There are numerous hypotube and shaft kinks. Microscopic examination revealed that the balloon has a pinhole 3.5mm from the proximal markerband. There is no indication the device was inflated over rated burst pressure. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 50% stenosed target lesion was located in the proximal right coronary artery. A 3.00mm x 12mm nc emerge® balloon catheter was advanced for dilatation. However, during the eighth inflation at 12 atmospheres, the balloon ruptured. The device was completely removed from the patient and the procedure was completed with another 3.00mm x 12mm nc emerge® balloon catheter. No patient complications were reported and the patient's status was good.